Event description:
See also MFR report 2032545-2008-07563. It was reported that while placing a bravo ph monitor in a pediatric pt, the capsule failed to deploy correctly and had to be retrieved. A second capsule was attempted and it also failed to deploy. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (12/3/2007).